Manufacturer narrative:
(B)(4). Batch # m54p6k. Manufacture date: 7/29/2015. Expiration date: 6/29/2020. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an anterior resection procedure, on employing a contour stapling and cutting device to divide the lower end of the large bowel, the device malfunctioned to the effect that the staples did not fire and seal the tissue. It was unclear as to whether this firing resulted in any of the tissue being cut. A second contour was employed. However, because there may have already been some division of the bowel by the first device, the lumen on both ends of the bowel remained open as the second device was only able to staple some of the tissue. Because of the malfunction of the first device resulting in the bowel lumen remaining open, the listed procedure, an anterior resection was not able to be completed resulting in the patient undergoing a hartmann's procedure. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: with regards to the requested information, the customer has again been reluctant to provide much information on patient confidentiality grounds. However, I do know that yes, there was a presence of staples.